Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. A trivial /mild pvl has minimal impact on the patient and is generally deemed an acceptable condition. A variety of factors can influence the onset of stroke and is a known potential adverse effect per the instructions for use. However, a conclusive cause could not be determined from the limited information available. The report of patient expiration two days post-implant was ascertained as being related to the procedure. As neither an autopsy nor a valve explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and balloon aortic valvuloplasty (bav) was done. Trivial paravalvular leak (pvl) was noted. Immediately following implant, the patient developed a stroke. Subsequently, the patient died two days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.